Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection confirmed that fluid leakage into the machine panel connector damaged the protective driver board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to user error and the misplaced saline bag which resulted in the leak. The driver board, cable and connector were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous ¿burnt¿ smoke was observed from an ak 96 machine during priming due to a leaking saline bag that was placed on top of the machine. The fluid leakage into the machine slowly caused a ¿short circuit¿ and damaged the driver board and connector. There was no machine malfunction to cause the smoke. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.